Event description:
A surgeon reported the cartridge found inside the package was different than what was labeled on the package. The package was labeled as a "b" cartridge and the product inside the package was a "c" cartridge. The product was not used on the patient. There was no patient involved.

Manufacturer narrative:
The cartridge was not returned for evaluation. Results from the documented product history records were reviewed that indicated c cartridges were mixed with b cartridges at the manufacturing facility. A recall of this product was initiated on july 1, 2008. (The district office was notified of the action by phone on july 1, 2008, followed in writing on july 11, 2009). Investigation revealed a problem in the report generation module used to identified customers affected by the july 2008 recall by a distributor in a foreign country. As a result, the reporting facility was not notified of the recall. Corrective action for the report generation module has been initiated with the distributor in a foreign country. Additional information was requested and received on 03/17/2009. This report was mailed to FDA on: 0409/2009.